Manufacturer narrative:
No conclusion code available. The reported setscrew anomaly was confirmed in the laboratory and was due to silicone, septum material inside the hex cavity that prevented full insertion of the torque driver.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the screw from the right ventricular defibrillation portion of the device could not be loosened. Multiple screwdrivers and other tools were attempted but were still unsuccessful. The device was explanted and replaced. The patient condition was stable.